Manufacturer narrative:
Additional information added to h3, h6 and h10: h10: the device was received for evaluation. The visual inspection of the set showed the replacement pump segment was not glued. After pulling on the pump segments, all the pump segments became disconnected from the support plate. There was no glue on the pump segments. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the waste liquid tube of a prismaflex m150 set was broken which resulted in an external fluid leak. This issue was discovered during use of the device in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.